Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with infection, redness, stinging pain and soreness under the entire patch area. The patient went to the urgent care and an unspecified oral antibiotic was prescribed. The physician sent the medication list via electronical prescription directly to the pharmacy and at the time of the event the patient had not picked up yet the medication prescribed. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined.